Event description:
It was reported that the programmer would not power on. Multiple power cords and electrical outlets were tried but to no avail. The programmer was returned for service. The return paperwork indicated no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment that it would not power up. The power supply was found to be out of specification.